Event description:
Rptr received the pair of glasses via ups overnight on 5/13/95, put them on and adjusted them on her nose by touching them at the temple. She said that one of the lenses partially shattered and a "v" shaped shard flew in to her left eye, piercing her cornea travelling across it and injuring her pupil. She had her eye doctor remove the shard, and she has permanently lost her sight in the eye. She stated that she reported the incident to the firm and they told her they were not going to report it to the FDA.